Event description:
It was reported that the supply line of the cassette became disconnected during dwell one of four on the homechoice. The caregiver stated they had disconnected the patient from the set up and disconnected the supplies. The technical service representative assisted the caregiver to end therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.